Manufacturer narrative:
The initial medical device report was submitted 2938836-2015-00122. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that during follow-up, device could not be interrogated. Two programmers were used but were unsuccessful in establishing communication with device. Patient noted receiving two vibratory alerts. A sudden drop in battery voltage was suspected. Device was explanted and replaced.